Manufacturer narrative:
(B)(4). Date sent: 10/02/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when the doctor applied the clip to the vessel, it would not close properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.